Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The evaluation confirmed the #0, #1, and #2 keys to work intermittently. All remaining keys performed as expected. It was determined that this was caused by a failed keypad which has been replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that the on/off key on a spectrum pump keypad was inoperable. It was also reported that this was observed during testing.